Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat a paroxysmal fibrillation, a farawave catheter was selected for use. During the procedure, the plastic transparent part of the port of the catheter that connects to the irrigation appeared to have some damage. The physician was unsure if it was bubbles (if it was bubbles, the physician was unable to removed them by purging the catheter) or if the plastic itself was damaged. Thus, the physician opted to change the catheter with a new one. The procedure was completed successfully with a new catheter. No patient complications were reported. The catheter is expected to return for laboratory analysis.